Event description:
Additional information received reported that x-rays were done for troubleshooting, but the cause of the event was not determined. The leads and implantable neurostimulator (ins) were removed at the patient¿s request. The patient recovered without permanent impairment.

Event description:
It was reported that the patient¿s stimulator was not relieving their pain and the device itself was causing pain since it moved down a little bit. The issues started a few months prior to the report. They were planning to get the stimulator removed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).